Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hrx. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: (B)(4) manufactured the drive shaft - minimum 360mm length ¿ for use with ria (reamer / irrigator / aspirator). The certificate of compliance and the certificate of conformance, indicated the lot was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. The lot was manufactured to the relevant synthes tabulated drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal tip broke during surgery. No patient harm reported. No prolongation of surgery reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with the tip shared off. Review of the device history record showed that ria drive shaft meet specifications and fulfilled ao/asif requirements completely. No failure in production could be discovered. We are not able to determine the exact cause of this occurrence as no detailed information is provided. The technique guide indicates: within bone removal the chosen cutter head has to be1.0 mm up to 1.5 mm larger than the diameter from madullary cavity/istmus. Furthermore the specified torque and drill speed has to take into account by using power tools. Therefore it is likely that a mechanical overload stress caused this breakage. The overload stress exceeded the load limit of the material and caused the material crack / fatique breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.